Manufacturer narrative:
(B)(4) film evaluation results are: review of CT¿s 10 years after the aneurx implant and 1 day post-palmaz intervention revealed that an aneurx stent graft system was implanted in the patient. The bifurcate was ~5mm below the left renal artery within the straight neck. The right renal artery was patent; however, the right kidney was severely atrophied. A palmaz stent was seen implanted above and inside the aneurx. The proximal margin of the stent was just below the origin of the sma. The proximal od of the palmaz measured 27 x 28mm, the od of the aneurx was 27mm, and the aortic neck diameter near the proximal margin of the aneurx was ~35mm. The bifurcate ipsi limb was positioned down into the right common iliac artery, and the contra limb was within the left common iliac. The max diameter aaa measured 4.5cm and there was contrast in the sac from likely proximal type I endoleak coming from the postero-right side of the aortic neck. Both li mbs were patent <(>&<)> essentially straight and no limb compression was observed. No other issues were noted. The exact cause of the proximal type I endoleak leading to the aaa rupture could not be determined from the films provided. Earlier post-implant images were not provided for comparison, and films just prior to implanting the palmaz were not available for review. It appears that there has been disease progression with neck dilatation, which has likely contributed to the aneurx type ia endoleak. The cause of the residual proximal type I could not be determined.

Event description:
An aneurx stent graft system was implanted in a patient for the emergent endovascular treatment of a contained ruptured 4.5 to 4.7 cm in diameter abdominal aortic aneurysm. Vessel morphology at the time of implant was reported in the operative report as the aortic neck 23 mm in diameter and 20 mm in length. At the time of implant at the end of the case there was a type ii endoleak. It was reported that the patient presented with a contained ruptured aneurysm due to a proximal type 1a endoleak. The aneurx stent graft was well positioned and no stent graft migration. The physician implanted a palmaz 4010 stent on 30mm balloon in the proximal section of the aneurx below the renal arteries. A CT found that the endoleak had not resolved. No additional clinical sequelae were reported and the patient is being monitored by the physician.